Event description:
It was reported that the patient was going to have a fluorodynamic study (fuds) "a few weeks ago," but the patient had an infection. The infection reportedly had "cleared."

Manufacturer narrative:
Product ID 3889-28, lot # v772374, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer.